Event description:
It was reported by the patient that since implant several weeks ago they have experienced an episode where they thought they might pass out. The patient was wondering how they would know if the implantable pulse generator (ipg) was functioning properly. The patient has not been seen by a physician. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).